Event description:
A (B)(6) male patient called zoll customer support to report a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the electrode belt trunk cable connector was damaged. The root cause of the broken trunk cable connector cannot be positively identified but was likely excessive force. No adverse event resulted from the damaged trunk cable connector. The patient received a replacement electrode belt.